Event description:
On (B)(6) 2014 one of the nps cc transferred navs ID (B)(4) to report a product complaint. The pt started injecting gattex and was trained by a home health nurse in (B)(6) 2013. The pt reports there have been issues with 5 dosing syringe needles since she started injecting gattex. One of the dosing syringe needles was bent when she removed it from the gattex kit. The exact date of occurrence is unk. The pt discarded this needle and got another dosing syringe needle from a dosing syringe in the gattex kit. The pt injected her prescribed dose. One of the dosing syringe needles became unattached afer she stuck the needle in her body for an injection. She reports she followed all steps as listed in the IFU. She pushed the needle in her abdomen and when she tried to push the plunger down to inject the gattex, the needle separated from the dosing syringe. None of the gattex medication was injected into her body. The exact date of occurrence is unk. She removed the needle from her body and discarded. She got another dosing syringe needle from a dosing syringe in the gattex kit and attached to the dosing syringe. She injected her prescribed dose of gattex. The pt does not remember what happened with the three other dosing syringe needles. She just knows she is short 5 dosing syringe needles total. The pt was asked several times and several different ways if she could remember anything as to what happened with the other dosing syringe needles. She does not remember exact dates when these events occurred. The pt went to her local (B)(6) pharmacy and bought some extra needles. The needles are the same size and gauge as the ones in the gattex kit. The lot numbers from the pt's current shipment are as follows: av14065aa kit, 133603 vial, v14046a swfi. Gattex (teduglutide rdna origin) for injection is a glucagon-luke peptide-2 (glp-2) analog indicated for the treatment of adult pts with short bowel syndrome (sbs) who are dependent on parenteral support. Gattex kit provided to the pt on the monthly basis includes single use glass vial containing 5 mg of teduglutide as a white lyophilized powder for reconstitution with 0.5 ml sterile water for injection provided in a refiled syringe, alcohol swab pads, bd needles to be attached to diluent syringe 22 gauge 1 1/2 inch needle, and bd plastic dosing syringes with needle attached (1 ml, 26g, 5/8 inch).